Event description:
The device was applied to tissue, however, the jaws would not release. The surgeon had to pull the device off of the tissue which caused some bleeding. There was no reported injury to the patient.